Event description:
It was reported that the pt is no longer able to hear with his device. No accident was reported. Testing was carried out several times with different external equipment to exclude an external device problem, however, testing still showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.